Event description:
Device would not completely charge when in use on a pt, pt expired. Customer does not feel device caused or contributed to outcome of pt. Service rep duplicated the reported condition. Device was replaced and proper operation was confirmed.